Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was severly damaged, with multiple tears in it. The drill performed according to all specifications. The hose assembly was replaced, and additional preventative maintenance was also performed. The device was returned to the customer.

Event description:
It was reported that during a spinal procedure, the hose portion of a pneumatic drill exploded. It is unknown what psi setting the drill was set to, when the event occurred. There was no report of any oil contacting the surgical site and no additional medical treatment was required for the patient, due to this event. Backup equipment was used to complete the procedure, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.